Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer attributed bg level to the pump settings not being adequate for the customer. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.